Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed dried body fluid was found under both ring seals for rings 1 & 3 and the distal ring seal of ring 2. Dried body fluid also found on the handle, main body and distal end. Dried saline was found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (22.7c), the maestro displayed 23c. After soaking 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications.¿ x-ray inspection revealed no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on analysis completed on 29aug2018. It was reported that during and atrial fibrillation ablation procedure with an intellanav mifi open-irrigated ablation catheter the physician was unable to ablate due to a high temperature reading as soon as coming on ablation. They noticed a high resting temperature reading of 54d from the generator while not ablating. They determined the temperature sensor in the ablation catheter had gone bad. They switched out to a new catheter and there were no problems thereafter. There was no patient injury and the case was completed successfully. However; returned device analysis revealed body fluid under both ring seals for rings 1 & 3 and the distal ring seal of ring 2